Manufacturer narrative:
A device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to the customer's blood glucose levels. Reportedly, the pump supplies were changed to address the issue; however customer reverted to manual injections for insulin therapy.